Manufacturer narrative:
Product ID 3889-28, lot# va0jdfs, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had leg stimulation. Diagnostic testing and troubleshooting included impedance testing. The patient had a lead replacement on 2014 (B)(6). The new lead was purposely placed in s4 by the surgeon as previously placed s3 leads all generated typical s2 responses. Post-procedure, the device was programed with 0 negative, 3 positive and the patient experienced stimulation in the vaginal area with an amplitude of 1. The patient was in good health post-operatively, had good symptom control, and had no leg stimulation. See MFR. Report 3004209178-2014-17182 for information regarding the patient's previous leg stimulation.